Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle would not retract on its own.

Manufacturer narrative:
Customer sent in sample with label displaying material 382523, lot 5031163- suspect medical device (d) has been updated. MFR/exp dates have been populated. Device evaluation our quality engineer inspected the sample submitted for evaluation. Your report that the needle would not retract could not be confirmed from the shielded needle that was provided for investigation. The needle was received fully retracted within the shield. The unit was inspected for damage that could inhibit retraction; however, no damage or defects were identified on the returned sample. A functional test showed that the safety mechanism could be reset, and the needle fully retracted and the retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.